Event description:
A patient reportedly experienced a retinal detachment during a cataract extraction procedure. According to the hospital's report the patient had an extremely hard cataract and caused the handpiece to clog with cortical material. The handpiece was replaced with a second handpiece and the second handpiece also clogged. The hospital indicated that there was no equipment malfunction. No service was requested on the phacoemulsification equipment.